Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced rapid battery depletion of the device, occurring 3-4 times, which coincided with the return of pain symptoms and worsening pain. The patient noted that the implant battery level decreased to 50%. The patient reported charging both the implant and controller to 90% and 100% respectively, but within an hour, the battery levels dropped to 60% and 70%. The patient had previously been advised to reset the controller, which was done, but the rapid depletion persisted. The patient confirmed that stimulation was active. The patient was experiencing significant pain and considered taking oxycodone but preferred not to. Patient asked what settings they should change, as they had not changed their programs in about a week. The patient was advised to contact their healthcare provider for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. The hcp reported the patient was advised to contact medtronic to determine the cause of the rapid battery depletion. The patient was prescribed hydrocodone for pain control and advised to contact medtronic to discuss actions to resolve battery depletion. The patient was last seen in the office on (B)(6) 2025. It was unknown if the issue had been resolved.

Event description:
Additional information was received from the patient (pt). They report that their implant battery was depleting rapidly with normal activity. Pt reports they saw their healthcare provider (hcp) and were told that their hcp has nothing to do to the implant and it is the medical device manufacturer's responsibility. Pt reiterating they have reset their controller in the past. Pt states no further actions are planned to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they charge 3 times weekly and sometimes reset the controller. They stated that the issue has not been resolved.